Event description:
It was reported that the device would not operate on battery power. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio reseated all connections and tightened the battery connections. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.